Event description:
During laproscopic-cholecystectomy procedure, the low airway pressure alarm sounded and bellows would not return to top of cannister. An attempt was made to manually ventilate patient with bag. However, the bag would not refill after approximately two breaths. Patient was then ventilated with an ambu-bag until a spare anesthesia machine was brought into room to continue caseinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.